Event description:
Pt used thermacare heat wrap to treat a hamstring pull. Pt had twice used a thermacare heat wrap without any problems. Used the wrap that was packaged for 6-8 hours of use -- after 6 1/2 hours, pt had extreme pain, sweating, and removed the wrap. The wrap caused first degree burns and blistering on the back of the leg and the inside of the leg. Pt went to physician that cleaned the area with betadine and prescribed a burn cream to treat the area. Guardian of pt notified the company and provided them with the lot number of the product. The heat wrap was activated at 7:30 a.m. Pt wore it until 1:30 p.m. And put product in a backpack -- at 9:30 p.m. Pt removed the product from their backpack and noticed that the contents of the backpack were extremely hot due to the thermacare product -- the thermacare product was still extremely hot a full 12 hours after activation.